Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that the patients device is extremely superficial - can see generator, lead along the neck site, and tie downs, and is uncomfortable to the patient. The physician believes the device is causing the patients discomfort and the surgeon indicated that they would like to see if the device could be re-implanted deeper in the chest. Physician noted that the cause of the protrusion is due to the patient having low bmi and has lost some weight. However, the protrusion has become more noticeable over the last 6 weeks and the patient has reported extreme sensitivity at this time. The generator and lead were noted to be working properly at this time. The patient has reported extreme sensitivity and discomfort with the protrusion. The physician continued that in regards to the intervention, the patient would be more comfortable, if the device was less superficial. The patient noted that their vns is not working correctly due to erratic stimulation. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent an upper endoscopy and colonoscopy which resulted in lead protrusion for the patient. The patient was referred for surgery only for this new report of protrusion and the surgery is for patient comfort only. The patient was not referred for surgery for the lead protrusion that was caused by the patient losing weight and having low bmi, which is captured in this report.